Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer./apinzon. G2 country: austria.

Event description:
It was reported that outside of surgery, the device was nonfunctional as it no longer cut the skin. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in process, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, the device was nonfunctional as it no longer cut the skin. Blades are blunt. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available. There is no additional information regarding the event.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the device passed the test cut; however, the cutter was damaged. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.